Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined. A cycler is not released unless the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported having peritonitis. A follow up call was made to the patient's nurse who reported that the patient was diagnosed with peritonitis on (B)(6) 2017 and was admitted to the hospital. The patient was in the hospital until (B)(6) 2017. Fluid culture showed no growth and white blood cell count was 156. Unspecified antibiotics were administered. Per rn the reason for infection was due to the patient injecting the insulin into the dialysate resulting in breach in aseptic technique.